Event description:
Additional information received reported that the patient experienced recurring urinary tract infections (uti) for the past year. The utis were not considered to be related to the device. The doctor had the patient on a dose of macrobid for three months. The patient also had bladder pain, which was also considered unrelated to the device, and she was being treated as a chronic interstitial cystitis (ic) patient. The patient came in for an interrogation on (B)(6) 2013 and the battery was found to be switched off. The reporter stated that the battery had never been turned on or programmed after surgery. A new program was set at the appointment, but the patient then decided she wanted the device removed. The device was explanted and everything went fine with the surgery.

Event description:
It was reported that the patient had never had therapeutic effect. The patient saw hcp (healthcare provider) on the 10th and manufacturer's representative was present and it was determined during appt. That the patient's ins had been turned off and they turned it back on for patient during appt and also did some reprogramming. The patient had had no success with therapy since the (B)(6), still couldn't get to the bathroom or anything. The patient had stim turned as high as she could handle it and still not providing her any therapeutic relief. The patient kept getting infections and hcp at the time kept stated they could not check it if she had infections, so a year went by and hcp never checked it at all, never checked to see if it was working. So, the patient changed to a new hcp. In all the years the patient had had device, she had had no success with therapy. The patient was planning to follow up with the hcp. If additional information is received, a follow up report will be sent.

Event description:
The patient was feeling stim and knew it was on. Patient mainly feeling stim on right side, near the groin of her leg.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va012ra, implanted: (B)(6) 2012, product type: lead. (B)(4).